Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: an 18fr manta was deployed in the right common femoral artery after a tavr procedure. After the manta was deployed bleeding persisted, and manual pressure was held at the site. Manual pressure was held for 30 minutes, and the angiogram showed extravasation of what appeared to be the rcfa. The physician inflated a 10mm x 4cm pta balloon form the contralateral site in order to control the bleeding, and a cut-down was performed by the surgeon and removed the manta device. Additional information on 18aug2022: during a tavr procedure, single access was obtained under ultrasound guidance in the right cfa. It was reported that the access was located on the lower 1/3 of the femoral head. The vessel size measured 10.5mm and had mild anterior wall calcification with no reported tortuosity. The measured manta depth was 3cm + 1cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the bp was 140/76mmhg, the act was 271, and 50mg of protamine and 7500 units of heparin were administered intravenously. The manta was deployed at the measured deployment depth. The patient was reported as stable and extubated before leaving the operating room.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and revealed the radiopaque lock positioned at/near the bifurcation.the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment.based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. A lower third femoral head positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 10.5mm with mild medial calcification, anterior wall calcification, and a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding continued, and manual pressures were applied for thirty minutes. A post angiogram indicated extravasation at what appeared to be the right common femoral artery. A contralateral balloon was deployed to tamponade and the physician chose to do a surgical cut down, explanting the manta device. The root cause of manta not being effective in creating hemostasis was possibly due to the access site being positioned near the bifurcation, which can cause the manta implant to catch on the bifurcation, causing an ineffective seal at the access site and potentially deploying collagen into the vessel.the IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, possibly requiring surgical repair are identified as potential adverse events related to the deployment of vascular closure devices.